Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported during implant, the right atrial lead could not get a clear signal or sensed values in several positions due to noise interference. The lead was removed and replaced. No patient complications have been reported as a result of this event.